Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had an impedance that was high and out of measurable range. It was further reported that the patient fell during the summer. The lead remains in use and no patient complications have been reported as a result of this event.